Event description:
During a knee repair the distal portion (approximately 5cm) of a guide wire broke off into the patient's femur and remains therein. The case was concluded successfully without further incident or harm to the patient.